Manufacturer narrative:
The pump was not returned to the MFR for evaluation . No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Additional information: the pump will not be returned. A correlation between the device and the reported infection and sepsis could not be conclusively determined. The instructions for use lists infection and sepsis as possible adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Tht pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired on (B)(6) 2014 due to a "pump pocket infection/sepsis". It was also reported that there were no issues with the pump. Additional info was requested but specific details were not provided.